Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the markerbands as per specification, the distal stent wraps had moved distally over the distal markerband as a result of stretching to the distal stent wraps. Deformation was evident to the 1st and 6th to 13th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a mildly tortuous, moderately calcified lesion with 80% stenosis in the mid lad artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning after failing to cross the lesion. The patient was reported to be alive with no injury.